Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. It passed the displacement, rewind, basic occlusion and prime tests. The no delivery alarm test could not be performed due to the motor error alarm. It passed the self-test and no unexpected check settings alarm noted. The device also had a scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm during prime. The blood glucose at the time of the incident was 147 mg/dl. The customer also received a check settings alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.